Event description:
The patient was seen for a follow up appointment, and the generator battery was at intensified follow-up indicator (ifi) = yes. Impedance was ok. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that 4 months earlier, the patient was swiping the magnet and it was not as effective at stopping the seizures. It is probable the that this was related to the high impedance, which could have occurred prior to high impedance being observed on system diagnostics. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance, and the patient also had an increase in seizures. At a later appointment, diagnostics were performed and the impedance was ok; however, a positional fracture cannot be ruled out at this time. The patient was referred for revision surgery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.